Manufacturer narrative:
Additional details based on the device analysis and reported information, the report of no inflation during procedure was confirmed, as the balloon was unable to maintain inflation due to a leak at the flexible portion of the inflation port, catheter body damage and leak. Per the investigation report, it is believed that the device was damaged by the user, as the device's proximal section was manipulating with forceps. It is unknown what caused the catheter body kinks and hole. However, it is believed that the damage likely occurred after the procedure and during the return processing. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the technician was manipulating the balloon guide catheter with forces prior to handing to the treating physician.

Manufacturer narrative:
The balloon guide catheter was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. The inflation port was found to be still attached to the balloon lumen hub. The balloon guide catheter body was found to be kinked at multiple location. In addition, a hole was found on the balloon guide catheter body. Upon visual inspection, no issues were found with the distal tip or balloon. An unsuccessful attempt was made to inflate the balloon as a leak was detected at the flexible portion of the inflation port tube. The inflation port was then detached from the balloon hub. A subsequent unsuccessful attempt was made to inflate the balloon, as the catheter body was found to be leaking at the location of the hole. No other anomalies were observed. The device evaluation is still underway. A supplemental report will be submitted when the evaluation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a balloon guide catheter would not inflate during the procedure. It was reported that the surgical technician had been swapping out multiple syringes and three-way stopcocks during the procedure before this event occurred. The balloon was removed from the patient and a new balloon was used. The balloon was reported to have performed correctly during the preparation. The vessel was not calcified. The treating location was an occluded right ica (large clot). The anatomy was not tortuous. No patient injury is association with this event.